Event description:
Health professional in dialysis facility reported that peritoneal dialysis pt developed enterobacter peritonits after he had difficulty injecting insulin into dialysate baag. Pt used a longer needle to "open up" medication port and then injected insulin. Medication port appeared shorter and thicker than usual. Pt being treated with forrtes and reflex.